Event description:
The reporter states the flexi-seal cuff was introduced in rectum and filled with 45 ml. A few minutes after inserting, the nurse and doctor wanted to replace the device due to problems with aspiration. Only 25 ml could be aspirated; then it was blocked. They tried several times to aspirate softly, moderate or with more force without success. Finally, the luer lock connector was removed and most of the water came out. The reporter states the patient was not harmed and had no problems related to this incident.

Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. If the device fails to "aspirate" or inflate, the device cannot be kept in place in the rectal ampulla as it would passively slip out of the patient. Furthermore, it will not be able to effectively divert fecal matter, protect patients' wounds from fecal contamination and reduce both the risk of skin breakdown and spread of infection. According to the reporter, "the patient was not harmed and had no problems related to this incident." No injury to the patient was noted. No additional information has been received to date. A return sample for evaluation is expected. Reported to the FDA on (B)(4) 2013.